Event description:
Information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins) for gastrointestinal/ pelvic floor and urinary dysfunction/sacral nerve stim. Pt said their stimulator has not been working, to help their symptoms, for probably about a month. Pt was calling for assistance to use their control equipment stating it wasn't connecting. During troubleshooting, pt noticed the message: device is not responding, even though pt said they could feel the ins below their skin. Device is not responding was resolved after repositioning the communicator several times and enlisting their mother to hold the communicator against the device. Pt said they noticed: therapy had been turned off, turned it back on and said it felt too strong, and were successful to reduce stim to a comfortable setting. Patient will maintain stimulation level and will continue to track symptoms. The patient's relevant medical history included: pt said about a month ago they had an EKG and blood work a cat scan and an ultrasound but they did not bring their control equipment with them to the appointments, they do not know how stimulation had become turned off. Pt said they were glad they discovered stim was off and were able to turn it back on because they will have a procedure next week and will have lots of fluids in them. During the call there was some confusion about what the issue was that the patient had with their equipment last night ((B)(6) 2023) and troubleshooting was done for: "operation timed out" (education) and "communicator not found" by ensuring the communicator was powered on, the cord was not plugged in, the communicator had sufficient charge and restarting the handset. The equipment was working as expected and repositioning of the communicator was the key to resolving the equipment issues. No symptoms reported.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.